Event description:
Fatal incident involving a puritan bennett 980 ventilator (pb980) that was operating with its oxygen sensor disabled. This resulted in inadequate oxygen delivery and patient death. On (B)(6) 2025, my mother ((B)(6) years old) died while connected to a medtronic/covidien puritan bennett 980 (pb980) ventilator at "hospital" (confidential - available on request). The ventilator was operating with its oxygen sensor disabled, producing no alarm or effective safety notice, and remained in continuous use despite being subject to multiple FDA class I recalls between 2014 and 2022 (notably recall z-0340-2022). Medtronic officially discontinued the pb980 line in 2024, but no effective post-market surveillance, recall enforcement, or device removal was documented. The hospital had multiple pb980 units in service, and I have verified that tens of units still active in lebanon. At least one pb980 appeared publicly in a local news report in (B)(6) 2025, demonstrating ongoing widespread use of these recalled, high-risk devices. As a certified information systems auditor (cisa), governance, risk & compliance auditor (grca), and healthcare it professional, I view this incident as a systemic regulatory and compliance failure: ¿ known class I recall risks were not enforced globally. ¿ no effective audits or field actions prevented continued clinical use. ¿ medtronic responded to my family's recurrent legal notice with only a minimal acknowledgment, with no corrective or preventive actions indicated. This case demonstrates post-market surveillance gaps that continue to expose patients to fatal risk. I am formally reporting to FDA to ensure proper investigation, traceability, and enforcement. Records requested from hospital. ICU unit in active service.